Event description:
The physician was using the pta balloon to dilate a dialysis graft. He could not remember the pressure used. The balloon ruptured and was removed. There were no patient complications.